Event description:
Customer's mom reported hospitalization due to diabetes ketoacidosis and high blood glucose levels of 600 mg/dl. Customer's mother stated that her son was unable to bring his blood glucose levels down causing him to go to the hospital. The insulin pump was unavailable and troubleshooting was not performed. Customer's mother also reported a no delivery alarm. Customer's latest blood glucose reading was reported to be 88 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.